Manufacturer narrative:
The device was received for evaluation. The report of balloon issue was confirmed. As received, balloon and distal windings were missing. Proximal windings were found to be unraveled. No other visible damage or inconsistency was observed from catheter. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. As part of the manufacturing process the units go through balloon inspection, a final visual and inflation inspection process. Also, the windings of the balloon are inspected, for conditions such as loose windings or strands additionally, the IFU was reviewed and it indicates that balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient the balloon of this fogarty embolectomy catheter burst. The device was received for evaluation and balloon and distal windings were missing. Proximal windings were found to be unraveled. There was no allegation of patient injury. Patient demographics unable to be obtained.